Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual analysis of the returned device, found that it was returned- approximately half open/closed. The blue sheath was pulled back to expose the coil. The coil was in its intended shape. The blue/green heat shrink is damaged near the distal end of the coil. As a result of the damages, the device opens freely but will not close completely. Since the damage occurred during unpacking, the most probable root cause is "handling damage". The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during unpacking, the stone cone nitinol urological retrieval coil was opened and it was found that the coil was not in its regular shape. The procedure was completed with another stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. This event has been deemed an MDR-reportable event based on investigation results which revealed that the coil/cone coil coating peeled/shared/frayed.